Event description:
It was reported that the patient experienced intermittent phrenic nerve stimulation. The left ventricular (lv) lead was reprogrammed, and the lead remains in use. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that seven months later the patient again experienced phrenic nerve stimulation. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6949 implantable tachy lead - (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient once again experienced extracardiac stimulation. The lead was reprogrammed and remains in use.